Manufacturer narrative:
Impact code a090206 is selected to represent the reportable event of absence of treatment.

Event description:
It was reported that during the preparation, two lithovue flexscopes were used and plugged into the monitor and "hardware malfunction" user message kept on appearing on the monitor screen. The procedure was cancelled due to this event. There were no patient complications as a result to this event.